Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator is in the pre-t1/post-t2 position. A functional evaluation was performed on the returned device and found that the device will not cycle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include a possible failure of the actuator push assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair, the t1 of a fast-fix 360 deployed in the capsule but t2 did not deploy. T1 implant was removed by pulling it out of the joint capsule. The procedure was successfully completed without surgical delay using a smith nephew back-up device and a stryker air meniscal repair device. No further complications were reported.